Manufacturer narrative:
A complete lead was returned in one piece. Visual examination revealed no anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal with no anomalies found.

Event description:
During follow-up, decreased sensing and increased pacing threshold values were noted on the right ventricular lead. Lead dislodgement was confirmed by x-ray imaging. The lead was explanted and replaced and the patient was stable.